Event description:
This is a report of a patient who experienced a connection issue between their transfer set and twin bag during therapy for peritoneal dialysis. After connecting the device to the bag, a gap was observed at the connection. The twist clamp was reported to be difficult to open and close during use and the product was used for two days. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The uv spike outer diameter was measured and found to be within specification. Torque testing was performed on the sleeve engagement and found to be within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was requested for evaluation. A batch review was conducted for potentially associated lot numbers h13a02017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.